Manufacturer narrative:
This report is being filed to provide and corrected information in investigation: a review of the device history record (DHR) for this unit showed no irregularitiesduring manufacturing that were relevant to this issue.per the therapeutic apheresis handbook: a physician's reference, overall patient reactions mayoccur in approximately 4.8% of procedures. Of these reactions, most were mild and welltolerated.according to 'complications of apheresis', anaphylactic reactions are common in subjectsundergoing apheresis procedures. The risk of allergic reactions is between 0.02 and 0.07%.root cause: a definitive root cause for the patient's reaction could not be determined.possible causes for the alleged reactions include but are not limited to the patient's physiology,the patient's disease state, the replacement solution and/or the patient's sensitivity to eto.citation: kaplan, a. (2012). Complications of apheresis. Seminars in dialysis, 25(2), 152-158. Doi:10.1111/j.1525-139x.2011.01026.x.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a patient with myasthenia gravis (mg) was undergoing an albumin exchange on the spectra optia device. Approximately 3 minutes into the procedure, the patient reported chest heaviness, difficulty breathing, the sensation of the throat closing and an increase in work required for breathing. The patient's pulse ox went down to 92% while on 2 liter of o2 given via nasal cannula. Per the physician at the customer site, the patient was given 25 mg IV benadryl & 50mg IV benadryl. Per the customer, there was a resolution of symptoms. The customer declined to provide patient ID. The exchange set is not available for return because it was discarded by the customer.